Manufacturer narrative:
Pending evaluation concomitant device(s): stem, screws. *no information provided in the following section(s): age, weight, ethnicity, relevant tests, other relevant history, serial #, PMA/510k, device manufacture date, correction/removal number.

Event description:
As reported, approximately 2 years post op the initial left tsa, this male patient's was revised due to infection. Stem and baseplate both came out easily. And the screws were broken-midshaft, with no report of fall or trauma. Surgeon had wanted to upsize stem and do standard baseplate but after both came out so easily decided spacer was best option. Patient was last known to be in stable condition following the event. Devices are not returning due to being disposed of after removal.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of infection which caused erosion around the cage and allowed the center cage to loosen in glenoid bone. The glenoid loosening likely led to crack initiation, propagation and ultimate fracture of the compression screws. However, this cannot be confirmed as the devices were not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 568, screw.